Manufacturer narrative:
(B)(6).

Event description:
It was reported that the sterile lead package was transported in packaging containing polystyrene balls. The lead was not implanted. There were no adverse consequences to the patient.